Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device displayed "system fault 36" and "system fault 37" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The report was observed during initial testing. However, the reported problem could not be verified to a faulty assembly and was determined to be intermittent. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.